Event description:
Reportable based on device analysis completed on 30aug2023. It was reported that a kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon catheter was selected for use. During the procedure, a kink at the proximal shaft of the catheter was noted. The device was removed intact and without any issue. The procedure was completed with a different device. No complications were reported. However, device analysis revealed a break located at 22.2cm distal to the distal end of the strain relief.

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the device was received in two sections as a result of a break in the hypotube. The break was located at 22.2cm distal to the distal end of the strain relief. A visual and tactile examination identified multiple kinking along both sections of the hypotube. A microscopic examination of the balloon, blades, shaft polymer extrusion and tip found no damages. No other damage was observed along the device.